Event description:
Per independent repair center statement, unit has low o2 or yellow light. The key failure is the rex roth valve of the manifold is not switching. Other issues are the regulator of the product tank is leaking, the o-ring of the manifold is defective, the tie strap of the sieve beds is defective, the pilot valve of the manifold is leaking, and the power switch on the control panel has a short circuit.